Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose reading of 475 mg/dl. The customer felt abdominal pain as a symptom of hyperglycemia. The nurse was unsure if the customer was wearing the pump at the time of her emergency room visit. No products were shipped or returned.